Manufacturer narrative:
Additional information received from device evaluation completed on 10/01/2019: (the failure investigation has been completed and the alleged issue was verified.) .

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose was 80 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.